Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ and ¿down¿ arrow buttons were responding intermittently for about a month. Reporter stated that the keypad cover was intact, there was no trauma to the pump, and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/02/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact and all the keypad buttons had delayed responses. Removal of the keypad cover found contamination under all the keypad button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored with fading text.